Event description:
Maxon suture was used for pfannenstiel closure of abdomen following c-section, the suture broke four days post op resulting in a dehiscence.

Manufacturer narrative:
Two boxes of samples were returned for evaluation. Knot pull strength tests were within acceptable standards. In vivo tests were performed and sutures performed as expected. Co's findings indicate that under normal conditions of use, this product should have performed satisfactorily.